Event description:
It was reported that during a lap myomectomy procedure, a brand new 5dcs was opened, but the scissors couldn't be used, because the tip would not close. There was no pt consequence.

Manufacturer narrative:
Evaluation summary: the analysis results for the 5dcs instrument confirmed that it was returned non-functional. The end effector would not fully close at the tip due to being slightly bent. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed, and no anomalies were noted during the manufacturing process.